Event description:
Per the physician, the wound dehiscence was a side effect of surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had chest dehiscence that was noted to be resolving. The patient had undergone generator replacement approximately 1 month prior. Device history record was reviewed for both the generator and lead; both devices were sterilized prior to distribution and no unresolved nonconformances were identified. No additional relevant info has been received to date. Product return and device evaluation is not necessary as the reported dehiscence is not related to the functionality or delivery of therapy of the device.